Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the intensive care unit with high blood glucose of 1041mg/dl, and he was treated with an insulin drip. The customer experienced nausea, vomiting, and stomach pain. Reviewed the bolus history and noticed that the last bolus was the day of the event. Then he bolused the day before and was not using the bolus wizard. No further information was provided.